Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that a tampon had fallen apart leaving a piece inside her. She experienced brown vaginal discharge with foul odor, dizziness, severe night sweats, fever, chills, nausea, vomiting, and extreme weight loss. She went to the emergency room where she was diagnosed with kidney stones and prescribed macrobid. Her symptoms did not improve so she went to the doctor where a piece of tampon was removed that had been inside her approximately 45 to 60 days. After the tampon piece was removed she had severe bleeding. She was diagnosed with tss and given three antibiotic shots, two tablets of azithromycin and prescribed flagyl. She returned to the emergency room two days later due to vomiting and was given fluids and tylenol. She is still experiencing dizziness, fever and pain.